Event description:
A site representative, imaging service manager, reported that while in a procedure, their o-arm was unable to stop when moving laterally. Attempt to power-off the o-arm generated error messages. No further details were provided. The surgeon opted to discontinue imaging to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not available from the site at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement motion control box positioner shipped to site. Medtronic investigation of returned suspect device finds it to be fully functional. No fault found. Device did not cause event. Medtronic representative, following-up at the site, reported being unable to duplicate the issue. Also confirmed the system was functioning properly.

Manufacturer narrative:
Manufacture date now provided.